Event description:
It was reported that the patient was in the hospital for gastrointestinal bleeding. The patient had atrial flutter with a rapid ventricular rate. Periods of atrial undersensing were reported and the doctor indicated the ICD accelerated the rhythm for one episode and in another episode the atrial atp was turned off for accelerating the ventricular rhythm. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was in the hospital for gastrointestinal bleeding. The patient had atrial flutter with a rapid ventricular rate. Periods of atrial undersensing were reported and the doctor indicated the ICD accelerated the rhythm for one episode and in another episode the atrial atp was off for accelerating the ventricular rhythm. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed oversensing". 1 - vf episode with an average v.cycle=180 ms on (B)(6), 2010 at 17:04:04.